Event description:
Lasering of kidney stones in the right lower pole, (B)(6) inquired if laser was working. Distal end of the pussen was broken. Additional pussen opened and same injury to disposable scope occurred. At site of breakage renal pelvis was lasered. Pt: 4582. Device: 1069. Ref: mw5189058.